Event description:
Healing cap could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Healing cap could not be removed from dental implant. Implant needed to be explanted. Either too much torque was applied during insertion or there have been blood crust residues inside the implant that caused the problem both issues could have been solved if dentist would have consulted IFU.